Event description:
Healthcare professional reported that he abandoned the implant when he found the right coronary artery was covered by the cloth on the valve. The valve was replaced with a 21 mm hancock valve with no adverse effects. Coronary artery bypass graft x3 was then performed. During closure the patient's blood pressure dropped. The patient expired several hours later in ICU. Surgeon indicated there were no valve related problems and the patient expired from non-valve related complications. The valve was not returned for analysis.